Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) surgery at l2/3, l4/5. Intra-op, the fixation on the upper arm side was loose and could not be fixed firmly even after tightened. The operation was performed as it was, and completed. There were no symptoms and complications associated with the patient.